Event description:
Nurse of the hospital, reported via sales rep, that she was preparing the instruments prior to a surgery. During preparation, she observed that one jag was missing from the screwdriver shaft.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.